Event description:
It was reported that during an inpatient stay, the right ventricular (rv) lead exhibited noise oversensing resulted in frequent noise reversion mode episodes and low pacing impedance upon device interrogation. The noise was reproducible with movement. The rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.